Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. Blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.